Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a continuation of d10: product ID {305c25}; product lot/serial number {(B)(6) }; product type: {surgical heart valve}; implant date {(B)(6) 2004}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was inspected and a pre-implant balloon aortic valvuloplasty was not performed. During the first deployment attempt, the implanting physicians noted that the 26 millimeter (mm) valve was not sitting well inside the previously implanted surgical aortic valve due to little calcium. Upon 80% deployment, the implanting physician applied forward pressure on the delivery catheter system and the valve moved towards the ventricle. The valve was recaptured and withdrawn from the patient. Subsequently, a 29 mm valve was successfully implanted in the patient. It was noted that a 10-minute procedure delay occurred. Per the physician, the patient had pre-existing aortic regurgitation that contributed to the event. No adverse patient effects were reported.